Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: on investigation, the alleged history/settings issue was not duplicated. Review of the black box data found a replace cartridge alarm on the (B)(6) 2015 and delivery was resumed about half an hour later. Two days later, there was an unexplained loss of prime alarm which was confirmed five times. About seven hours later, the pump was manually suspended and delivery was never resumed. The total daily delivery correctly reflected the user¿s programmed basal settings. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. The pump¿s delivery accuracy was within specifications. A normal and an audio bolus were delivered and recorded correctly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any error/alarm/warning¿s or interruptions. The basal history correctly showed the total delivery during the basal exercise.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.